Event description:
Device report from australia reports an event as follows: it was reported that during loan kit inspection on january 9, 2024, it was possible to separate the drill and drill guide from each other. There are no surgeon, procedure, or patient details available. This report is for a 2.8mm thrdd guide f/ 3.5mm scr va and lcp. This report is 2 of 2 for (B)(4) .

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e3: reporter is a synthes employee. H3,h4,h6 the device associated with this report was returned to depuy synthes for evaluation. Investigation of the returned device found drill bit ø2.8 qc l135 calibration 45 is stuck inside threaded drill guide 2.8 f/screw 3.5 f/v. A root cause of the observed condition of the devices can not be fully established. Referring to surgical technique se_833017 page 26 notes for a proper usage of the device: the threaded guide can only be threaded at the nominal angle to the plate screw hole for locking and variable locking screw holes. Make a quarter turn counterclockwise to engage the threaded drill guide threads to plate hole threads. A functional test was performed and was able to replicate the reported unable to assemble/disassemble condition due to the devices were unable to disengage. A dimensional inspection was unable to be performed due to the condition of the complaint. The overall complaint was confirmed as the observed condition of the drill bit ø2.8 qc l135 calibration 45 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Drawing/specifications reviewed dwg 03_133_100 rev. D (current) dimensional inspection: n/a the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.